Event description:
Caller states patient tested >8.0 inr on the coaguchek s system while a comparison lab returned as 2.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Event description:
The customer initially reports that the tip of the instrument broke of during a procedure. Customer stated during a phone conversation that a soft tissue dissection was being performed, blepharoplasty lower eyelids. The broken piece was easily retrieved and there was no adverse event. The broken piece was thrown away during the procedure. The customer confirmed no pt injury.